Manufacturer narrative:
The unit had a corroded electronic assembly, a corroded motor assembly, and a corroded vibrator motor. The unit had cracked battery tube threads, a cracked belt clip slot, a cracked case at the display window corners, a cracked reservoir tube lip, a cracked lcd window, a cracked reservoir tube, and a stained end cap sticker. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report that the display window was cracked. The customer's blood glucose level ranged from unknown. No further details were provided.